Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was showing waveforms were frozen on the screen and showed catheter restriction.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter, event site email), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10, h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Tested device at 130bpm for 30 mins. Could not duplicate reported issue. The fse checked the proper functioning of the cables and the equipment and observed no faults. The device was returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications.

Event description:
It was reported during use the cardiosave intra-aortic balloon pump (iabp) was experiencing frozen waveforms on the screen and experiencing a catheter restriction alarm. There was patient involvement reported and no indication of patient harm or serious injury.